Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the balloon feeder return tube corroded. Based on the result, we concluded that it was caused due to the worn out on the balloon feeder return tube. In addition, we confirmed that the angle wire clogged, and the air nozzle leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-06630 (air/water & jet water channels) expiration date:2024/2/23"" and/or the risk analysis results, it was evaluated to submit MDR.